Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received 2 sensors. One sensor was broken and the other was hard to remove from the skin. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer that the sensor would be replaced and agreed to return the product for analysis. No further details given.